Event description:
Patient had a spaceoar vue inserted transperineal on (B)(6) 2024, and by (B)(6) 2024 he developed diarrhea, malaise, chills, pelvic pain, foul-smelling white drainage from rectum. Reported to ER. Admitted (B)(6) 2024 for imaging and antibiotics. A large thick walled cavitary mass between the prostate and the rectum, containing gas within the cavity, concerning for abscess, for which underlying fistula from this mass to the rectum is not excluded. The hyperdensity within the cavitary lesion may represent injected spacer gel.